Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the string broke from a pessary upon removal. She was unable to manually remove the pessary and had to seek medical attention for removal.